Event description:
It was reported that device had an error code 46510. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: one device was returned for evaluation. During functional and visual testing, the device performed as intended, however, the system fault error code 46510 was present and would alarm fault during infusion, and it was found nine times in the event history logs (ehl). The downstream occlusion (dso) seal was peeled as well. The customer's reported problem was not confirmed. The fault was related to a user interface error time out issue. Standard preventative maintenance to bring pump into full functionality was performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.